Event description:
Dental implant broke in pt's mouth. The break was in the middle of the threaded part of the implant about 6mm from the bottom. Upon breaking, the top part was easily removed, however, the bottom half had integrated into the bone, and had to be removed by the dr. No serious injury was caused. Dr replaced the implant.

Manufacturer narrative:
This isd implant was sold for temporary use and sold non-sterile. (B) (4) evaluated failed implant and determined the implant was torqued too strongly, above the recommended amount. There was no sign of any mfg defects.